Manufacturer narrative:
Received a used 01c-smv3v3 device for inspection. No defects or anomalies were noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. Each returned sample had leakage from the white buttons.the reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in h6 component code.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event occurred between 9/10/2024 - 9/12/2024 and involved a 3 gang 1o2¿ manifold w/check valve, rotating luer, appx 1.2ml where it was reported there was leakage from the white button. It was not detected prior to direct patient use. The event occurred during infusion and the length of time device (s) was in use was less than 24 hours. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, no med/surg intervention required, and no device(s) was changed out/replaced with no further problems encountered. There are 6 involved problematic devices. There was patient involvement, no patient harm and no delay in critical therapy. This report captures 6 occurrences.